Manufacturer narrative:
(B)(4). Evaluation of the patient ecogs and the lead impedance. The review of the patient data was consistent with a potential lead break. The explanted product was not returned for investigation.

Event description:
In (B)(6) 2024, during a clinic appointment the patient's ecog data was reviewed. The doctor noted insufficient charge and artifact on the right mesial temporal depth lead. Evidence of a lead break was observed as early as (B)(6) 2024. There was no change in programming during the (B)(6) 2024 appointment. The patient underwent a lead replacement on (B)(6) 2024 for a probable lead break. The possible cause was possibly related to the patient hitting her head, very hard, on the right side of her head on an undetermined date.